Event description:
Customer reported via phone, the insulin pump was acting up and it was frozen in the menu. Then it started working but when he attempted to insert his blood glucose the numbers kept ramping. Customer's blood glucose was 10.9 mmol/l. Customer stated possibly the device was exposed to sweat because, he had the flu for a few days. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm, unexpected numbers ramping or frozen screen noted. The time clock advanced properly during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump had moisture damage on lcd board and on motor.